Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. However, a photo of the suspect medical device was provided. An evaluation using the image was completed. Upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: anisomastia manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast surgery with implantation of a 275cc  mentor memorygel breast implant prosthesis. Post-operatively, the patient complained to the surgeon of bilateral breast sagging, under projected breasts, and a lack of breast fullness in the medial and superior aspects. Computerized tomography imaging was conducted and she was also diagnosed with a ruptured left breast implant. As a result, the patient underwent bilateral removal and replacement with 340cc mentor memorygel boost breast implants on (B)(6) 2024. This report is for the right breast prosthesis.